Event description:
During rewarm the unit did not maintain the 42 degrees it was set to and rewarm the patient's blood quickly enough. There were no adverse consequences to the patient as a result of the event.